Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The event occurred in (B)(6). The laboratory report has been provided. Through follow up communication, livanova deutschland learned, that the device was regularly cleaned as per IFU, placed inside the operating room with the fan opposite to the patient and at an estimated distance between the surgery field and the device of 3 meters. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova deutschland received a report that an heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
H.10: multiple attempts in order to retrieve additional details about the reported event have been made but no further information has been made available. However, through follow up communication for another case from the same hospital, already reported under the initial medwatch # mw-005074 and follow up medwatch # mw-005391, livanova deutschland learned that the device was cleaned regularly per the IFU and that they also use a boromi machine. Moreover, livanova deutschland has been informed that the customer used reusable heating blankets. It is likely that those pads are a source of contamination, therefore the customer swap them with disposable ones. It is reasonable to assume that the information received under the other case is valid also for this one.